Manufacturer narrative:
The device has not been returned for evaluation; without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of an aneurysm the ¿head¿ part of the device did not open. It was reported that the physician released 4mm of the device out of the microcatheter. The physician continued to release over 1/3 of the device and physician made numerous maneuvers, including rotating the wire over 10 times without success. The physician removed the pipeline and a new device was used to complete the surgery. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.